Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead, implanted 11/18/02, displayed noise on the rate/sense and shock electrograms. There is no report of inappropriate therapy delivery. It is reported the electrograms revealed a 2.5 - 3 second inhibition of pacing due to the noise.